Manufacturer narrative:
Manufacturer review¿determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device triggered restart alert 41 three times before the call, with alerts described as insulin shaft rewind error and insulin absolute range error, and the device was determined to require replacement; the device was advised to no longer be considered water resistant, and the user was instructed to maintain a backup therapy, sync data to the mobile app, and shut down the device prior to return. Symptoms included device malfunction with loss of intended pumping function. Outcomes included interruption of insulin delivery and transition to backup therapy. Investigation included customer support troubleshooting, verification of shipping and return logistics, and review of device performance based on reported alerts. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.